Event description:
It was reported that an atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tissue would not cut with the device. The tissue was excised by scissors.